Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There was no evidence to suggest that the device malfunctioned.

Event description:
Patient presented for revision surgery because of limited range of motion. Surgeon cleaned scar tissue and revised the tibial insert.